Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on a patient with aortic valve stenosis, but one day after insertion a leak in iab circuit¿ alarm occurred and blood was noted in the helium tube. The iab was removed shortly after and therapy was discontinued. It was noted that severe calcification in the aorta between the lower limbs and the abdomen, and mild tortuosity and moderate sclerosis. There was no reported injury to the patient.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on a patient with aortic valve stenosis, but one day after insertion a leak in iab circuit¿ alarm occurred and blood was noted in the helium tube. The iab was removed shortly after and therapy was discontinued. It was noted that severe calcification in the aorta between the lower limbs and the abdomen, and mild tortuosity and moderate sclerosis. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 0.8cm from the rear seal measuring 0.051cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted on a patient with aortic valve stenosis, but one day after insertion a leak in iab circuit¿ alarm occurred and blood was noted in the helium tube. The iab was removed shortly after and therapy was discontinued. It was noted that severe calcification in the aorta between the lower limbs and the abdomen, and mild tortuosity and moderate sclerosis. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).